Event description:
A peritoneal dialysis patient reported dialysis solution leaked in the cassette door the morning of (B)(6) 2013 after completing treatment. The cycler is not working. It is unclear if the patient's effluent was clear or if the patient took prophylactic antibiotics.

Manufacturer narrative:
Additional attempts to the patient have been made with no additional information provided. This MDR includes all event information received to date. Due to the lack of additional information and the known complication of peritonitis due to a fluid leak, this MDR is being filed as a serious injury. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. The pd nurse was not aware of the incident; in addition, three follow up call attempts were made without any response from the customer. A follow up report will be documented if supplemental information becomes available.